Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a lead revision procedure was performed for this right ventricular (rv) lead due to high threshold measurements. The lead remains in service. No additional adverse patient effects were reported.